Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that a "ventilator service required alarm" occurred on a ventilator while in patient use. The device was replaced with another device. There was no patient harm reported. A philips service representative evaluated the device and determined that the oxygen blending module board will be replaced to address the reported issue.